Manufacturer narrative:
(B)(4).

Event description:
Following system implant, the pt experienced a headache. The headache eventually subsided on (B)(6) 2010. The next day, the symptoms returned; that pt experienced increased pain, weakness in legs, fever, nausea and vomiting. The pt went to the ER on (B)(6) 2010. Revision surgery was planned. Additional information has been requested from the hcp, but was not available as of the date of this report.